Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that they had recently gone to the emergency room. Customer states that the insulin pump stopped delivering. The blood glucose reading is unknown. Nothing further reported.